Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the devices caused insufflation issues. Two of the devices were changed as well as switching the co2 to a different port but the leaking sound was still noticed when a 5mm instrument was inserted. No leaking was noticed while using a 12mm instrument. There was no adverse consequence to the patient.